Event description:
The account generated error 1227 assay (lh) number (461) calibration failure, ratio too large for calibrator f, when processing the architect lh assay. The account also stated the controls are trending downward and are low. No results were reported outside of the lab. No impact to pt mgmt was reported.

Manufacturer narrative:
This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott control and pt sample results, as well as calibration errors. Specifically, error codes 1227 "assay (lh) number (641) calibration failure, fit concentration too high for cal f" may be generated, which could result in failure to obtain a valid calibration curve. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.